Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient called for assistance in changing the insulin cartridge of her insulin infusion device. During this process, the patient pulled the cartridge out and the plunger remained attached to the piston rod of the patient's insulin infusion device. She stated a small amount of insulin got into the cartridge compartment which she dried with a tissue. The patient was instructed on how to remove the plunger from the piston rod which she successfully did. There were no blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.